Event description:
It was reported that the patient had a new inflatable penile prosthesis reservoir implanted as the old reservoir had fluid loss. The old reservoir was not removed and remains implanted. The event resolved.